Event description:
The customer reported poor image quality. No pt was injured.

Manufacturer narrative:
The ge service rep initially replaced the battery pack. After another report of the same failure, the ge service rep conducted a generator and dose calibration. The system worked fine.